Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force sensor alarm during the prime/delivery test due to loose/protruded drive support disk. Pump passed the operating currents measurement and displacement test. Unable to perform the unexpected restart error test, self-test, occlusion test and excessive no delivery test due to compromised force sensor alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.